Manufacturer narrative:
Updated b4 and b7. Updated g3a. Updated h2. Updated h6: replaced c21 with c19 and c20. Replaced d16 with d1102, d101 and d12. A review of the manufacturing records indicated the lot met all the pre-release specifications. The device was discarded, so no engineering investigation could be performed. The reported potential malfunction of right external iliac artery dissection has been attributed to the use of an introducer sheath that was oversized relative to the patient¿s vascular anatomy and degree of calcification. According to the report, the patient¿s vessel diameter measured approximately 6 mm most of its length, with calcification measuring up to 5 mm. In comparison, the outer diameter of a 22 fr gore® dryseal flex introducer sheath is 8.2 mm, indicating a significant size mismatch. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introducer the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding. Code c19 is in relation to the communications with the reporter, historic analysis and the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications. (B14, b13, and b11). Code c20 is in reference to the inconclusive findings in the absence of a device for evaluation (b17).

Event description:
It was reported to gore that on (B)(6) 2025, gore® tag® conformable thoracic stent graft with active control system (ctag) was intended to be used for an endovascular procedure with gore® dryseal flex introducer sheath (dsf). During the procedure, after implantation of ctag and subsequent to removal of the dsf, the contrast medium appeared outside the treated vessel. As reported by the physician, the iliac external left vessel ruptured which caused the leakage of the contrast medium. The ruptured vessel was heavily calcified. No technical difficulties were experienced by the implantation team during ctag deployment and dsf removal. To control the leakage, a prosthetic bypass graft (brand name and manufacturer unknown) was implanted. As reported, the diameter of the left external iliac artery was 6 mm over most of its length, with calcification measuring 5 mm over the upper third of this artery. The calcifications were not circular. The outer diameter of used 22 fr dsf was 8.2 mm the patient tolerated the procedure.

Manufacturer narrative:
D10: gore® tag® conformable thoracic stent graft with active control system and prosthetic bypass graft (brand name and manufacturer unknown). A review of the manufacturing records will be performed. The device was discarded at the facility, therefore, a device evaluation could not be performed. The initial reporter has been contacted in order to receive more information on the event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, gore® tag® conformable thoracic stent graft with active control system (ctag) was intended to be used for an endovascular procedure with gore® dryseal flex introducer sheath (dsf). During the procedure, after implantation of ctag and subsequent to removal of the dsf, the contrast medium appeared outside the treated vessel. As reported by the physician, the left external iliac vessel ruptured which caused the leakage of the contrast medium. The ruptured vessel was heavily calcified. No technical difficulties were experienced by the implantation team during ctag deployment and dsf removal. To control the leakage, a prosthetic bypass graft (brand name and manufacturer unknown) was implanted. The patient tolerated the procedure.